Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during the prime test due faulty force sensor system. The motor was tested outside the device and passed motor test. Unable to perform occlusion and excessive no delivery test due to prime/fill anomaly. Pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 384 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.